Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2001510: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 months after the primary surgery, the patient came in reporting pain due to a loose cemented tibial tray and the cause is unknown. The surgeon revised the tibial tray and insert with competitor components and the surgery was completed successfully.